Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The pump was received inoperable per reported symptom of "system error 105" alarmed caused by a failed I/o printed circuit board. The I/o printed circuit board will be replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.